Event description:
Through review of medical article "valve-in-valve transcatheter aortic valve replacement for bioprosthetic valve failure complicated by hypo-attenuated leaflet thickening: a case report", corresponding author/s dr. Kuang-chien chiang et al, the following event was identified as related to edwards' device: this 74-year-old patient with a 21mm carpentier-edwards perimount magna ease valve implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of at least eleven (11) years and eleven (11) months due to degeneration (pvel: 444,9cm/s; mpg: 41,8mmhg; eoai: 0,52cm2/m2). The patient presented with exertional dyspnea before the reintervention. A 26mm non-edwards transcatheter valve was successfully implanted within the edwards surgical valve, without any peri-procedural complications.

Manufacturer narrative:
The implant date is unknown, however, the article provided "2011" as implant year. Therefore, 31 dec 2011 is being used to calculate the minimum implant duration. The valve-in-valve date is only known as "december 2023". Therefore, 1 dec 2023 is being used to calculate the minimum implant duration. Article citation: chiang kc, liu k, lee wj, lin ms, yang lt. Valve-in-valve transcatheter aortic valve replacement for bioprosthetic valve failure complicated by hypo-attenuated leaflet thickening: a case report. Eur heart j case rep. 2026;10:ytag032. Doi:10.1093/ehjcr/ytag032. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.